Event description:
It was reported that: " a piece of arterial line severed off and was left inside the patient. There was positive blood return , the guidewire was placed, and when advancing the catheter there was slight resistance met, unable to advance. Upon removal, noted to be missing 2cm of the catheter." Additional information has been requested from the clinical staff.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "a piece of arterial line severed off and was left inside the patient. There was positive blood return, the guidewire was placed, and when advancing the catheter there was slight resistance met, unable to advance. Upon removal, noted to be missing 2cm of the catheter." Additional information has been requested from the clinical staff.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.